Event description:
It was reported the bd ultra-fine¿ insulin syringe had foreign matter. The following information was provided by the initial reporter, translated from spanish to english: I am following up on this detail about the syringes. I already have another syringe as a sample that was subtracted from the box with lot 3023406. And bag/package with lot 3023406c. That today being sunday (B)(6) 2024 at 9am, before injecting myself with a new syringe, when checking the product, I noticed again that the syringe has a drop of liquid and for safety reasons, I did not use it. Will you check that liquid or do you recommend that I check it myself in a laboratory?

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
It was reported the bd ultra-fine¿ insulin syringe had foreign matter. The following information was provided by the initial reporter, translated from spanish to english: I am following up on this detail about the syringes. I already have another syringe as a sample that was subtracted from the box with lot 3023406. And bag/package with lot 3023406c. That today being sunday (B)(6) 2024 at 9am, before injecting myself with a new syringe, when checking the product, I noticed again that the syringe has a drop of liquid and for safety reasons, I did not use it. Will you check that liquid or do you recommend that I check it myself in a laboratory?